Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty processor board and touch screen. Both parts were replaced to resolve the reported malfunction and subsequent functional verification testing was completed without further issue. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that touch screen of the s5 roller pump became unresponsive during preventative maintenance. This issue was noted by a livanova field service representative while performing routine service. There was no patient involvement.